Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3889-28, lot# v470260, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The consumer reported that his doctor turned his therapy back on after it being turned off for a year. After the device was turned back on, the patient felt a jolting/ shocking sensation in his scrotum. The patient felt this jolting once a day or every other day and it was noted that these symptoms occurred suddenly when he least expects it. The patient's therapy was reportedly on, but his patient programmer would not power up and therefore he was unable to turn the therapy off with the programmer. Of note, the patient was implanted for urinary dysfunction. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.